Manufacturer narrative:
The account's engineer replaced the siderail to repair the bed.

Event description:
The complainant stated that the right foot siderail has come off the bed. The siderail mounting holes are stripped out.